Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that stroke occurred. A left atrial appendage was performed and there was successful placement of 35 mm watchman flx device with complete laa seal and deployed device diameter of 28.9 mm. Two days later, the patient was discharged on aspirin (100mg/ day) and apixaban (2.5mg twice/ day). One-hundred and seventy-nine days post implant procedure, the patient developed a head wound due to a fall on the staircase in their home. The patient was transported to the emergency department via ambulance. The patient had impaired perception of their left upper limb. Magnetic resonance imaging (MRI) was performed, revealing a cerebral infarction. The patient was admitted to the neurosurgery unit for further evaluation and treatment. At the time of the event, the patient was on aspirin (100mg/day). Upon admission to the hospital, aspirin was stopped in response to this event. The cerebral infarction was classified as a stroke with ischemic etiology. Ten days after admission, the patient was discharged home on apixaban (5mg twice/day).